Event description:
The office received information from an optician that pt, who uses complete moisture plus, reportedly contracted an ocular infection and corneal ulcer (unconfirmed). The pt had asked their physician what he thought could be the cause and he reportedly "summized that it could be due to contaminated solution." The manufacturer has made several attempts to obtain further information regarding the pt, their event, and the reported physician; no response has been received at the time of this submission. Batch records for the reported lot were reviewed and no issues noted. Control records were reviewed and all batch release results were within specification. Batch met all sterility requirements when released by the manufacturing site. Chemical analysis of a retained unit found the unit to be within full shelf life specification. Review of postmarket complaints show no previous reports against this lot. The complaint unit was forwarded to the manufacturer for testing. Chemical evaluation was performed and the unit was found to be within specification.